Event description:
Lduring an incident in 2/00 involving a patient found slumped in a care with no respiration or pulse, unresponsive and incontinent, CPR was started adn this defibrillator prompted "attach electrodes" even though electrodes were attached. The pads were reapplied and the cable checked, but the defibrillator still prompted "attach electrodes". A different defibrillator was used and this defibrillator was removed from service. Patient outcome is unknown. The customer stated that the unit passed self-test and the electrodes used were not expired, but had been discarded and were not available for evaluation.